Manufacturer narrative:
Upon receipt by mentor, the device no contained fluid. No foreign material was observed within the device or on the shell surface. During evaluation the device appeared intact. No anomalies were discovered. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. This record is related to a concomitant device; no anomalies were observed on it. Therefore no further investigation is required. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, experienced severe pain on the right side. As a result, the patient underwent bilateral removal and replacement with a 700cc mentor memorygel breast implant on the left and a 650cc mentor memorygel breast implant on the right on (B)(6) 2019.